Event description:
It was reported that during a laparoscopic anterior resection, the anvil was detached from the trocar when the device was removed from the patient after the firing. The anvil was removed through the anus manually. The device was used for the dst anastomosis. The half of the anastomosed site was not completed. The procedure was converted to a trans anal anastomosis to complete the case. No further information available.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed?

Manufacturer narrative:
(B)(4) date sent: 09/07/2022 additional information was requested, and the following was received: what were the indications for surgery? => no further information will be available. What surgical procedure was performed? => laparoscopic anterior resection of rectum. Did the patient receive any preoperative chemotherapy or radiation? => no further information will be available. Were there any issues experienced with the device in the initial surgical procedure? =>the anvil was detached from the trocar when the device was removed from the patient after the firing. No further information will be available. What healthcare professional fired the device and what is his/her experience with the device? => no further information will be available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => no further information will be available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information will be available. Were there any issues with device use/firing? What confirmation was received that the device completed the firing => no further information will be available. Sequence? Was the green checkmark visible at the end of the firing? => no further information will be available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? => no further information will be available. Was there any difficulty removing the device? =>the anvil was detached from the trocar when the device was removed from the patient after the firing. No further information will be available. Was a complete transection of the white breakaway washer visually confirmed? => the sound of washer cutting was heard. Were the donuts inspected? Yes. No problem. Were there any issues noted with staple formation? The half of staple line was not completed. Was a leak test performed? If so, what type and what was the result? => no further information will be available. Was the staple line visualized endoscopically during the initial surgical procedure? => no further information will be available. How many days postoperative did the leak occur? => no leak. How was the leak identified? => no leak. What was observed at the site of the leak upon reoperation? => no leak. How was the leak addressed? => no leak.

Manufacturer narrative:
(B)(4). Date sent: 07/22/2022. D4: batch # 599a07. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecured anvil. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.